Event description:
It was reported by a customer compliant that the patient was hospitalized due to hyperglycemia. The reporter stated they woke up on the morning of 05 registering "high: on their meter, they had vomiting and large ketones. They could not be more specific as to what events lead to the hospitalization, but believes it was the fault of the pump. They were sent a replacement pump and was to return the alleged device for evaluation, to ensure that is is functioning correctly and did not contribute to the reported incident. The following month this device has not been returned to the manufacturer for evaluation.